Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A customer reported that the vitrectomy tip came off during surgery (insertion). The procedure type was unknown. The surgery was completed on the same day. There was no patient impact or negative result.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. One opened probe was received in a pouch. The returned sample was visually inspected and found to be conforming. Photos of a pak label and pouched product are attached and has been reviewed by the manufacturing site. The product and lot information seen on the pak label matches what was reported. Per the follow up information, the pouch is unrelated to this complaint record. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be conforming, therefore a broken tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was manufactured to specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).